Event description:
A (B)(6) male pt called zoll customer support to report that his system was telling him to connect the belt even though the belt was already connected. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (connect belt messages) was confirmed. Upon investigation the electrode belt trunk cable connector was broken. The root cause of the damaged trunk cable connector cannot be positively identified but was likely excessive force. No adverse event resulted from the broken trunk cable connector. The pt received a replacement electrode belt.